Event description:
It was reported that a patient who was implanted with the charite artificial disc continued to have back pain after surgery. Review of x-ray showed no issue with the placement of the disc. Surgeon added posterior fixation to address the patient's pain.